Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a power cable that has more resistance than allowed during the electrical test. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the v60 ventilator had a power cable that has more resistance than allowed during the electrical test. The power cable required replacement. The se then replaced the power cord, and performed a performance verification test, the device was then restored to factory settings, and was returned to use.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).